Event description:
The event reported as: complaint alleges: customer mentioned she had trouble with both curved and straight clips. This complaint is for the curved clips. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by the MFR, but investigation is incomplete at the time of this report.